Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and device expulsion ('migration of essure device location of device: uterus, migration of essure device, migrated right essure / migration of essure device location of device: low over the right hemipelvis') in a 41-year-old female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, asthma and cesarean section. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced post procedural complication ("post procedural complication"). The patient was treated with surgery (essure removal surgery scheduled on (B)(6) 2010 and essure removal/ tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the device expulsion, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: tubal cauterization surgery done- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: unable to opacify fallopian tubes beyond the level of the essure devices total bilateral occlusion; on (B)(6) 2010: the left essure device is in the expected location without contrast opacification of the left fallopian tube. Migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and device expulsion ('migration of essure device location of device: uterus, migration of essure device, migrated right essure / migration of essure device location of device: low over the right hemipelvis') in a (B)(6) year old female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, asthma and cesarean section. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced post procedural complication ("post procedural complication"). The patient was treated with surgery (essure removal surgery scheduled on (B)(6) 2010 and essure removal/ tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the device expulsion, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: tubal cauterization surgery done (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2009: unable to opacify fallopian tubes beyond the level of the essure devices. Total bilateral occlusion; on (B)(6) 2010: the left essure device is in the expected location without contrast opacification of the left fallopian tube. Migration of essure device. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Case became incident. Essure removal surgery was added. Event post procedural complication was added. Event outcome updated for pain & bleeding. Fu 05 & 06 processed together. On 6-may-2020: no new information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.